Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a cerebral arteriography and cerebral artery embolization procedure, the catheter was found to have fragmented after introduction. A snare was used to successfully remove the foreign body. A new catheter was used to continue the procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that during a cerebral arteriography and cerebral artery embolization procedure, the catheter was found to have fragmented after introduction. A snare was used to successfully remove the foreign body. A new catheter was used to continue the procedure. No additional patient consequence to report.